Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the touchscreen revealed physical damage. The top case assembly and sensor circuit board will need to be replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.